Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-discharge check, loss of capture was observed on the right ventricular (rv) lead. Undersensing r-wave was also noted. Chest x-ray showed lack of lead slack. The rv lead was repositioned. The patient was asymptomatic throughout.